Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and the insulin pump was vibrating and beeping very loudly. The customer's blood glucose level was unknown at the time of the incident. The customer got a low battery alert and pump just continues on beeping. They used seven batteries and kept on beeping. The customer stated that the display was not blank less than 30 seconds and/or did not return. The customer stated that the display was blank currently. The contacts on the battery cap were neither missing nor damaged. The insert battery alarm did not display on the insulin pump screen. The display did not return after insulin pump restart. The insulin pump showed a blank screen, even when pressing the buttons nothing happened. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.